Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The photo of the device showed that the tip of the waveguide had broken off. The broken piece was not in the photo. The reported condition was confirmed. The damage in the photo is consistent with the titanium waveguide cracking from continued use after becoming damaged by contacting metal. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device broke the photo provided showed a part of it was fully disengaged. There was nothing fell into patient cavity. They used another like device to complete the procedure. There was no patient injury.